Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity drug eluting stent to treat a severely calcified lesion, nearly 60 degrees tortuosity. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that the device failed to cross the lesion and the stent was then noted to be deformed. After withdrawing the stent and performing rotablation the stent was replaced. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.